Event description:
It was reported that at 2-week post-implant follow-up, decreased r-waves and increased capture threshold were observed. A month later, loss of ventricular capture and low r-waves were observed. Pacing lead impedance had also dropped. Lead was extracted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.